Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h10 upon reassessment of the reported event, it was determined to be not reportable as this event did not result in a serious injury. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as this event did not result in a serious injury.

Manufacturer narrative:
(B)(4). Report source: foreign (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial procedure, the box containing the implant was old but looked intact. It was then discovered that the inner plastic was punctured .the nurse removed the implant from the sterile bag inside the rigid plastic and continued the surgery. No known impact or consequence to the patient.